Event description:
There was a balloon burst at 6 atmospheres during dilation of the external iliac artery throughout a percutaneous transluminal angioplasty. The vessel was highly calcified. There were no adverse effects to the patient reported. No additional patient, vessel or procedural information is available. This product has been returned for evaluation and testing, however, the engineer's report is not yet complete.